Event description:
(B)(6) received notification from a field clinical specialist that a patient with a pre-existing 23mm edwards surgical aortic valve (sav), underwent transfemoral valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve. As reported, the 23mm s3ur valve was prepared in standard fashion and deployed. The physician intended to fracture the sav with a 23mm true dilatation balloon, however it ruptured on inflation and was removed. A 24mm vida balloon was selected and centered on the s3ur. During inflation, the balloon moved in the aortic direction and took the s3ur valve with it, embolizing the valve to the top of the sav frame. It was decided that a second 23mm s3ur was to be deployed, pinning the first in place. The second 23mm s3ur was prepared in standard procedure with an addition of 2cc in the balloon and was deployed successfully at the base of the sav. The patient was stable and left with a mean gradient of 5mmhg and no observable leak. There were no suspected problems with the (B)(6) devices that were used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).